Manufacturer narrative:
Lead: model # 377860, lot # v015122, implanted 2007 (B)(6), explanted unknown. Lead: model # 39565-65, lot # v348920025, implanted 2009 (B)(6), explanted unknown. Programmer: model # 37742, lot # njd045703n. Recharger: model # 37752, lot # nka021119n.

Event description:
It was reported there was a recharger / recharging issue. There was a por (power on reset) condition (warning screen). They couldn't find the patient programmer. The patient was not able to adjust stimulation. There were coupling or communication issues. It was reviewed how to reposition antenna and press start charge button. After doing this a few times, the patient was able to get regular recharge screen and all boxes were shaded. If additional information is received, a follow up report will be sent.